Event description:
Information received indicates a blood to gas phase leak occurred during ECMO. Patient blood loss was reported, but actual amount is unknown. The device was changed out with no other consequence reported to the patient.